Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent implanted in an unintended site. Device issue: stent dislodgement. It was reported that the physician predilated the moderately calcified stenosis and than he advanced the xience v stent to the lesion. During the advancement and near the target lesion, the stent slipped from the delivery system. The stent was kept in the area and deployed. The target lesion was treated with a second xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not complete an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the inflation lumen and in the balloon. The stent implant was dislodged and not returned. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There was no other damage noted to the sds. Product performance engineering could not complete and evaluation at the time of this report. Results an conclusions will be forwarded upon completion.